Event description:
A ventilator was evaluated by a field service engineer. The device was not in patient use. During the evaluation of the device by the field service engineer, "service required" codes were found in the ventilator's downloaded error log. The manufacturers' evaluation is still ongoing. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was evauated by a field service engineer and during the evaluation of the device by the field service engineer, "service required" codes were found in the ventilator's downloaded error log. The ventilator's internal battery was cycled to address the issue.